Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after use, a crack in the back end (luer adapter) of the catheter was noticed. There was no leak. The product's duration of use was 15 months. The reported product was tested/visually inspected prior to use. Alcohol solution was the cleaning agent used on the device. The insertion site was treated prior to product placement. The device was not removed and replaced. The catheter was repaired. A repair kit was used to restore all to working condition. There was no medical intervention required due to the event. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one palindrome catheter, with a crack in both of its luer adapters. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after use, a crack in the venous and arterial back end (luer adapter) of the catheter was noticed. There was no leak. The product's duration of use was 15 months. The reported product was tested/visually inspected prior to use. Alcohol solution was the cleaning agent used on the device. The insertion site was treated prior to product placement. The device was not removed and replaced. The catheter was repaired. A repair kit was used to restore all to working condition. There was no medical intervention required due to the event. There was no reported patient outcome.